Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 300-600 mg/dl range. Reportedly, the customer believed insulin was not getting into the body; however, the specific cause was unknown. Bg was treated by completing multiple supply changes and administering bolus insulin. The customer continued to use the pump for insulin therapy.